Manufacturer narrative:
The faulty peep valve could delay therapy to patient while clinician switches them out. This would prevent the patient from getting the proper peep flow, thus interrupting therapy. Supplier informed about the complaint, no further action needed. This is an OEM product from mercury medical, hence investigation shall be conducted by the legal manufacturer, task request should be limited to supplier communication. Therefore please reassign it to me as such so that I can perform the task accordingly.

Event description:
Peep valve faulty. 3 circuits used on 2 different panda resuscitators would only provide 3 cmh2o of peep despite turning valve higher and higher.  Received medwatch report 0700220000-2023-8422.

Manufacturer narrative:
The faulty peep valve could delay therapy to patient while clinician switches them out. This would prevent the patient from getting the proper peep flow, thus interrupting therapy.

Event description:
Peep valve faulty. 3 circuits used on 2 different panda resuscitators would only provide 3 cmh2o of peep despite turning valve higher and higher.  Received medwatch report (B)(4).